Event description:
As reported by our edwards lifesciences japanese affiliate, during the transfemoral transcatheter aortic valve replacement (tavr) procedure with a 23 mm sapien 3 ultra resilia valve, the 14fr esheath+ was unable to be inserted into the external iliac artery. An endovascular thrombectomy (evt) was performed with a 4 mm and 5 mm balloon. An attempt was made to insert the esheath+ into the patient again, but it was unsuccessful. An attempt was made to insert a 16fr dilator, but it was also unable to be inserted. The esheath+ was withdrawn and a bav was performed with a non-edwards balloon. The procedure was then able to proceed. The valve was successfully implanted. When final contrast imaging was performed, a dissection was observed on the external iliac artery. An evt stent was placed, and the procedure was completed.

Manufacturer narrative:
The investigation is ongoing. H3 other text : device not returned.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on investigation. The following sections of this report have been corrected/updated: h6 (type of investigation, investigation findings, investigation conclusions) and h10 (provide narrative/data). The device was not returned to edwards lifesciences for evaluation as it was discarded. As a result, no visual inspection, functional testing, or dimensional analysis could be performed. In addition, no imagery was provided for evaluation. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the valve, delivery system and sheath usage. Per the training manual, it states that push force can vary due to angle of access and insertion, vessel diameter, tortuosity, and degree of calcification. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. In this case, the inability to introduce the esheath+ into the patient that resulted in a vascular dissection requiring an intervention to treat was unable to be confirmed. The presence of a manufacturing non-conformance was unable to be determined. A review of the IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. As reported, "during a transfemoral transcatheter aortic valve replacement (tavr) procedure, insertion inability of the esheath+ into the external iliac artery (eia) was observed. After an evt was performed with a 4 mm and 5mm balloon, it was attempted to insert the esheath again, but it could not be inserted. It was then attempted to insert a 16fr dilator from the kit, but it could not be inserted again...when final contrast imaging was performed, a dissection was observed on the eia." Additionally, it was reported that "access vessel tortuosity was mild." Per the training manual, "push force can vary due to angle of access and insertion, vessel diameter, tortuosity and degree of calcification." Vessel tortuosity can induce stress to the sheath shaft and require a higher push force to navigate. As such, available information suggests that patient factors (tortuosity) may have caused or contributed to the inability to introduce the esheath+. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no product risk assessment (pra) nor corrective or preventative actions are required.